Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient regarding their tilted implantable neurostimulator (ins), poor coupling issue, difficulties recharging, as well as swelling. It was reported that the issues had been ongoing since implant and they have to push down on their ins with their hand in order to establish connection.

Event description:
The consumer reported that the patient was having difficulty recharging and getting zero boxes. Repositioning the antenna did not resolve the issue. It was noted that the bandages were still present and there was swelling. This occurred on (B)(6) 2016. The patient later reported that recharging was taking too long and she could only get four to six coupling bars if she pressed the recharger antenna really hard. It took her two hours to charge from 75 to 100% and she had to charge every other day. She had tried using the holster and sticky patches and neither were helpful. The patient noted that the implantable neurostimulator (ins) was tilted; the bottom of the ins was deeper. Her next appointment was scheduled for (B)(6) 2016. The patient's indication(s) for use were parkinson's dual movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that when they push down on the ins to get good coupling it hurts. The patient stated that the surgeon said they may need to twist the ins with a revision, and surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.